Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, error 218 and damaged fiber bonding in the outer tube area (distal end). Based on the results of the investigation, it is likely the following led to the malfunction: scope error 218 occurred due to broken video cable. A definitive root cause of the reported adverse event cannot be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no more image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no more image. The issue was found during preparation for use. There were no reports of patient harm.